Event description:
It was reported via medwatch 0300920000-2023-8011; drill bit broke during l3-l5 decompression. Drill was removed and new drill obtained and used without further incident. The procedure was completed successfully, no adverse consequences were reported.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
Corrected information: d9, h3. Device not returned. H3 other text : device not returned.

Event description:
It was reported via medwatch (B)(6); drill bit broke during l3-l5 decompression. Drill was removed and new drill obtained and used without further incident. The procedure was completed successfully, no adverse consequences were reported.